Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. H6: type of investigation code 4115 removed.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that this was a percutaneous coronary procedure to treat the moderately calcified, mildly tortuous, mid left anterior descending (lad) coronary artery. A perforation occurred in the mid lad. The 2.8x26 mm graftmaster was inserted to treat the perforation, but it was unable to cross due to the difficult anatomy. The perforation was closed by using another graftmaster stent and procedure was done successfully. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.